Event description:
Patient was revised to address disassociation of the liner from the cup. Poly wear was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the known product/lot combination did not reveal any related manufacturing deviations or anomalies. Product/lot information was not provided for the associated acetabular cup. Per the initial reporting, patient x-rays are not available for examination. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.